Event description:
Diagnosed with chronic pain in joints and muscles, inflammation, chronic fatigue, migraines, fibromyalgia like symptoms, dry eyes, headaches, overall weakness, became fully disabled and now on disability due to these health issues, depression due to these health issues. MFR: unk, getting them removed.